Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that "when you plugged the device into the 10 ml syringe, the needle of the device shifted." No further event information or failure mode description was provided. The intended procedure or use of the device was not provided. Photographic images of the device involved were provided and reviewed. The image showed a chiba biopsy needle separated from the hub. No further event or patient related information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the , drawings, device history record, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.